Event description:
A nurse reported that after an intraocular lens (iol) wa implanted, the patient had photophobia. The lens was exchanged four months after initial implantation with a different model iol. In a follow up, an ophthalmic assistant reported that the patient had glare, halos, and pain, as well as, an extended use of postoperative steroid eye drops. The event resolved after the iol exchange.

Manufacturer narrative:
Evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criterial. The product investigation could not identify a root cause. There have been no other companies reported in the lot number. (B)(4).